Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted. A return sample for evaluation is not expected. Note: actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
The reporter stated gel leaked upon opening the product.

Manufacturer narrative:
Additional information: an investigation was performed and based upon the batch review; all required specifications were met and documented within the batch records. There was not enough information to conclude if the product did not meet specification and perform as intended. The product monitoring review will monitor for product trends if the reported phenomenon were to reoccur. The complaint has been closed and no further actions are required at this time. An update for the suspect medical device expiration date to 03/2014, as only the month and year were provided. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).